Manufacturer narrative:
The field service engineer (fse) replaced the front bezel to resolve the issue. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Following the repair, the device was returned to the customer to be placed back into service. Previous investigation has shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Date of report: 24sep2021.

Event description:
The biomed is reporting the v60 nav-ring is not moving and is causing the settings on-screen to jump. Additionally, the biomed is reporting the unit is still usable and is currently on a patient. The reported intermittent failure was identified during preventative maintenance and the performance verification testing (pvt). The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philip remote service engineer (rse). The customer has confirmed the reported issue is occurring intermittently. Further information is pending.